Event description:
The customer reports during a colonoscopy procedure using auxiliary water tubing attached to a flushing pump and a scope, somehow the tubing became disconnected from the auxiliary water inlet on the scope. The user did not notice this issue and the user kept on activating the flushing pump, leaking approximately one gallon of water onto the flooring. The nurse did not notice the wet floor, and fell on her tailbone. The nurse was taken to the emergency room for evaluation and x-rays were taken to ensure there were no fractures. The nurse missed work due to this occurrence. No further consequences to the nurse have been reported. The user finished up the colonoscopy case. There was no impact to the patient as a result of this occurrence. The suspect device was returned to olympus. The user's report of the pump blowing off the tubing was not confirmed during inspection/evaluation.

Manufacturer narrative:
This event has been reported by the importer on MDR #2429304 - 2022 - 00011. The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. Physical evaluation of the suspect device: unable to duplicate the user's report : "when it is turned on this blowing the tubing off the metal piece and leaking water all over the floor. Even when they turn down the setting it still blows off the tubing." The pump head does not pass functional test due to worn out pump head. Cracked bottom chassis. Chassis with control panel and 4 new blanking caps (replaced). There are cracks on the top cover. The customer did not send their tube with the unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR related to the reported phenomenon. The instruction manual shipped with the device provides the user with the following information related to the reported event: the pump head should be checked on a regular basis. The definitive cause of the user¿s experience could not be determined. Olympus was unable to replicate the user¿s report. It was found that the pump head was worn out.